Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(4) 2018 the service tech found the unit had no audible alarm.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service technician found the unit had no audible alarm.¿ the unit was triaged and the reported condition was confirmed. When the pump was powered on no audible tones were observed. A visual inspection found slight corrosion at multiple points on the main pcba. Component u14 in the audio circuit was slightly corroded and physically damaged, resulting in bent leads, lifted pads, and torn traces. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.